Manufacturer narrative:
Results: twelve customer samples were received loose in a zipper seal plastic bag and forty-eight customer samples were received in the original shelf carton. The twelve returned loose customer samples received in a zipper seal bag along with the forty-eight customer returned samples received in the original shelf carton were evaluated for defective locking of the safety shield. Each sample was hand activated to evaluate defective locking of the safety shield. The safety shield was rotated backward with ease with no IV shield lift identified. The safety shield was then engaged over the IV needle. The lock-out features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5338550. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after a clinician had used a 21 g x 1.25 in bd eclipse blood collection needle with luer adapter, she activated the safety mechanism, it broke off of the device, and this resulted in a contaminated needle injury. The clinician received post exposure lab work but also developed an infection, for which she was hospitalized and received antibiotics. The results of the post exposure lab work, the medications/antibiotics given, and the length of hospitalization are unknown. However, the source patient did have positive blood culture results, but the type of bacteria is also unknown.